Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 18-aug-2025, the end-user reported sustained elevated bg following two missed announcements (soda at lunch and dinner). Bg spiked to 300 mg/dl and remained elevated for approximately 9 hours. The user self-administered a backup insulin injection, which corrected the hyperglycemia. No symptoms, external assistance, or medical intervention occurred.